Manufacturer narrative:
(B)(4). A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. Parent information.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and when the left eye flap was laid back down there was a small peripheral tear in le presented on the same day of treatment with a small peripheral tear on the left eye(os) when the flap was laid down. On (B)(6) 2018, the patient was presented with diffuse lamellar keratitis (dlk) in both eyes (ou) at post treatment. Topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient¿s comments were of tearing and pressure. The patient reported the symptoms are not interfering with daily activities. Bcva from (B)(6) 2018. Right eye pre-op 20/20 3.00 x -2.75 x 3. Left eye pre-op 20/20 2.75 x -.75 x 115.

Manufacturer narrative:
Follow up was provided from the surgery center that upon reviewing the chart laser input information and treatment plan, it was discovered the left eye was not treated correctly. The patient¿s chief complaint was of blurred vison and noticed the blurriness has improved since treatment date. The patient experienced a loss of best corrected visual acuity. The patient reported the symptoms are interfering with daily activities. A photorefractive keratectomy (prk) is scheduled for the left eye. Bcva from (B)(6) 2018. Right eye post-op 20/20 .00 x -.75 x 53, left eye post-op 20/25 5.00 x -1.25 x 20. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.